Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7180582, medical device expiration date: 07/31/2018, returned to manufacturer on: 01/15/2018, device manufacture date: 06/29/2017.". Investigation summary: bd had received samples from the customer facility for evaluation. The samples were tested for draw volume and all samples drew within required specifications. Additionally, retention samples were selected from bd inventory for draw volume testing and upon completion, the customer's indicated failure mode for low draw volume (underfill) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for low draw volume (underfill) with the incident lot was not observed as all samples met the required specifications. Root cause description: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin n (lh) blood collection tubes under filing. No serious injury medical intervention.